Manufacturer narrative:
The product has not been returned, therefore no evaluation can be done.

Event description:
Allegedly, per the customer during a laparoscopic procedure while using the cannula and suction & coagulation hook an area not intended to be cauterized was in fact cauterized. The site was observed, the procedure completed with no harm to patient and no further intervention required.